Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: extended opening, white biological tissue, black particles and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a sharp opening with localized stresses induced in posterior side assessed as surgical impact (a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture, diagnosed by MRI and ultrasound. The device was explanted. Left side.